Manufacturer narrative:
Concomitant medical products: c4tr01 ICD, implanted: (B)(6) 2015. 419488 lead, implanted: (B)(6) 2007. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high, increasing, and unacceptable thresholds and was unable to capture. It was reported that the right ventricular (rv) lead exhibited high and increasing thresholds. Programming changes were made but at adequate safety margins pacing was uncomfortable. The lv lead was explanted and replaced with two new lv leads. The rv lead was capped as attempts to place a new rv lead were unsuccessful due to anatomical constraints and one of the lv leads was connected to the rv port. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.